Event description:
The account stated the intellidrive will run backwards as soon as the enable button is pressed. The account has isolated the handles and replaced the junction pc board but the issue remains.

Manufacturer narrative:
Repairs have not been completed.